Event description:
During pt use, the ventilator could not recognize the power pac battery after the ac cable was removed. Soon after, a 'switched to backup battery' alarm occurred. The ventilator continued to ventilate; however, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.